Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was admitted to the hospital for the event and the patient began treatment for the peritonitis with injection magnex, 1gm, intraperitoneally (ip), twice daily (bd) and injection vanlid, 500mg, ip, stat. At the time of this report, dianeal therapies was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the treatment with injection magnex and injection vanlid were discontinued. On an unknown date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.